Manufacturer narrative:
The insulin pump was programmed with the current time and date and then monitored in a 50c oven for several days. No unexpected blank display, vibrator anomaly or button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. Numbers were ramping up on their own without the customer touching any buttons; the bolus numbers continued increasing. The customer's blood glucose was 64 mg/dl. The customer inserted new battery and the display of the device went blank, but later reappeared. Then, the insulin pump alarmed button error. The customer stated that the insulin pump was vibrating. The discontinuation of the device was advised. Nothing further was reported.